Event description:
(B)(6) home health registered nurse reported pump malfunction, no further details. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 27gm. Did patient miss a dose or have an interruption to therapy? - unknown. Did adverse event(s) result due to product issue? - unknown. Did pharmacy replace device? - yes. Is device associated with event available for return? - unknown.